Event description:
Product investigation determined the lancet does not retract into the lancet device. The system is the softclix, lot not provided.

Manufacturer narrative:
The suspect product is the softclix lancet.